Event description:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was re-implanted with a new cochlear device during the same surgery.

Event description:
Per the clinic, the patient experienced pain, facial stimulation, dizziness and poor sound quality with the device use. It was reported that open circuits were noted on 3 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. Explant and reimplantation is planned but has not taken place at the time of this report.